Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 20 synergy drug-eluting stent, it was noted that the proximal edge of the stent was frayed upon removal from the hoop. The procedure was completed with another 4.00x20mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 20 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from mid-section to distal stent strut rows were noted to be lifted from their crimped position and pulled distally over the distal balloon cone. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent damage most likely occurred during removal of the stent protector prior to the procedure. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 20 synergy drug-eluting stent, it was noted that the proximal edge of the stent was frayed upon removal from the hoop. The procedure was completed with another 4.00x20mm synergy stent. No patient complications were reported.